Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the suspected device in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On (B)(6) 2018, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was stopped due to donor discomfort. The pcs®2 plasma collection system collected 679ml of plasma and 500ml of saline administered per the routine procedure. The cause of death was reported to be myocardial infarction, however an autopsy was not performed.